Manufacturer narrative:
This information was inadvertently reported incorrectly on initial MFR. Report.

Manufacturer narrative:
.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was pneumonia, which was contributed by respiratory arrest and other and unspecified convulsions. There is no allegation or other information indicating that the death is related to vns.

Event description:
It was reported that the physician's office was informed of the vns patient's death. An online obituary indicated that the patient passed away at the hospital. The physician reported that he was not caring for the patient at the time of death and last saw the patient in 2009. No additional information was provided. It is unknown if the patient was being followed by another physician at the time of death.